Event description:
Procedure type: unknown. According to the reporter: when 30cc air was infused, the balloon burst. There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B)(4).